Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 alarmed error 1260. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition with cracked housing. Investigation unable to download the pump event history log. According to the investigation, the device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The investigation reported that the reported problem was caused by the pump corrupted circuit board. Investigator replaced the pump circuit board. The problem source of the reported problem is unknown.

Manufacturer narrative:
Information was received on 23-oct-2020 indicating that there was no patient involvement in this event.